Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a cervical plate had a post-op x-ray taken which showed the plate was broken at one of the translating junctions. It was also noted that the patient had pseudoarthrosis. According to the report, the physician did not suspect the failure was due to the plate because this patient was "noncompliant" post-operatively. The patient underwent a revision surgery and no complications were reported. It was confirmed during the revision that one level fused and one level did not. No other information was reported.